Event description:
The user facility reported that their reliance vision single-chamber washer/disinfector emitted smoke. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the zip tie used to position the plastic lube line was broken. This caused the plastic lube line to contact the part of washer that heats up. The heat melted the plastic lube line which caused the reported smoke. The technician replaced the necessary components, adjusted the plastic lube line, tested the unit, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.